Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 24-jun-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w21002.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 28-apr-2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit/hemoglobin results on a patient. There was no patient information available at the time of this report. Method: I-stat. Date:(B)(6) 2021. Collected: 04:00. Tested: 04:06. Hct: 52.0 %pcv. Hgb: 17.7 g/dll. Sample: a. Method: lab. Date:(B)(6) 2021. Collected: 04:00. Tested: 04:08. Hct: 19.8 % pcv. Hgb: 6.6 g/dl. Sample: a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.